Manufacturer narrative:
Device eval - a visual and microscopic examination found that the hypotube had broken approx 25.6cm distal from the catheters strain relief. Microscopic examination of the balloon found no issues with the balloon material or the crimped stent. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch sized product mandrel was inserted through the lumen with no restrictions noted. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operational context as device performance was limited due to anatomical proceed. (B)(4).

Event description:
This event is reportable based on the product analysis approved on (B)(6) 2009. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting procedure, the device was unable to cross the lesion. The 80% stenotic. Severely calcified lesion was located in the severely tortuous mid left circumflex artery. Access was obtained through the femoral artery. The physician advanced the 3.00 x 38mm taxus liberte stent to the lesion, but was unable to cross. There were no pt complications. Pt's status is reported as "good". However, the returned product analysis revealed that the hypotube was broken.